Event description:
The pt was implanted with bi-ventricular support. It was reported by the perfusionist that the pt was brought back to the operating room several times for bleeding complications. When the pt's chest was re-opened, it was reported that the bleeding appeared to be coming from the surface of the arterial cannula. The surface of the arterial cannula was first covered with fibrin glue and later covered with a second graft (16 mm vascutek) to stop the bleeding.

Manufacturer narrative:
The pt remains on bi-ventricular support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.